Event description:
Pt came to the clinic and reported that her glucometer was registered high blood sugar results above 300. Pt's test strips were found to be defective, pt's last test strips used. Pt had new bottle of test strips, and were tested and were ok. Dates of use: (B)(6) 2015. Diagnosis or reason for use: pt diabetic and checks blood sugar.